Event description:
Pt, ot, and rn were mobilizing patient when a portion of the 4 port manifold that had been infusing hazardous drugs fell apart. It was a portion of the manifold that should have been fused together medication started to fall freely onto the floor and mycophenolate splashed onto primary nurse's arm. A second nurse was able to plug the hole without getting splashed. The primary nurse washed her arm immediately and both nurses notified the charge nurse of a hazardous drug spill. Manufacturer response for IV transfer set, transfer set, 3.6 ml with 4 clave, 2 tri-connectors, back check valve clamp, 14" (per site reporter). ICU medical is working with procurement department.